Event description:
It was reported the patient had a full revision due to jumping on a trampoline.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v792256, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead. (B)(4).